Event description:
It was reported that the physician was having difficulty imaging an elbow fracture. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.

Manufacturer narrative:
A ge service rep performed an on-site investigation. He adjusted the system calibration, and tested image quality performance. The system was tested and found to be working as intended and put back into service.